Event description:
Procedure type: endoscopic lobectomy. According to the reporter: customer stated that when the doctor used the fifth endogia reload to deal with fissures, at the time he fired for the fourth time, the head of endogia handle was broken with parts scattered outside the working area. Under endoscope, no fragment was found inside the patient's body. The doctor performed x-ray examination for the patient after the operation, no fragment of the device was found inside the patient's body. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used. The patient was discharged on october 29 and is now in good condition.

Manufacturer narrative:
(B)(4).